Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the circumstances that led to patient's device not working and stimulation being off and turning off by itself was because patient needed new batteries and the device works great now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stated device was not working for the past 6 months. No actions were taken prior to the call. Patient reported her remote got lost a while back. Patient reported the stimulation was off and must have shut off itself. Patient did not have access to patient programmer (pp). Patient was directed to healthcare professional (hcp) once remote was available. Symptoms reported by the patient were not helping. Patient reported this as a gradual change in therapy/symptoms. No further symptoms or complications reported or anticipated.